Event description:
It was reported that the implantable cardioverter defibrillator dependent patient presented for a device change out. Upon interrogation, it was reported that the device exhibited pauses and loss of capture. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
Final analysis found that the reported event of failure to capture was not confirmed. Review of session confirmed a sudden drop in battery voltage. During the analysis, the device behaved normally, and the power consumption was found to be normal. The cause of the drop in the battery voltage was undetermined.